Event description:
The complaint received stated the palmaz stent fell of the balloon during an interventional procedure. The patient was a male, with unk medical history. The target lesion was subclavian artery described as mildly calcified and tortuous, the rate of stenosis was unreported. The palmaz stent was removed from the original sds (stent delivery system), and then mounted on an opta pro balloon. Mounting technique was not reported. The lesion was accessed from left brachial artery, a 6f/55cm britetip sheath was inserted and the sds (palmaz stent mounted on opta pro) was delivered through the sheath. During delivery through the sheath, the stent fell off the sds. The stent, sds and sheath were removed as one unit. The dislodged stent was not retained within the patient. The procedure was completed with a 7f/55cm sheath and competitor's stent. There was no reported injury for the patient. The product was not returned for analysis. A review of the device history records associated with final lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU does not recommend removing a stent device from the manufactured sds (stent delivery system). Re-crimping of a stent onto a balloon device should be performed using a recrimping tool, to ensure proper stent adhesion to the balloon during delivery. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Review of the information suggests that operator and procedural factors contributed to the reported difficulty.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stents.